Event description:
A customer reported experiencing two tandem mobi cartridge alarms on november 14, 2025. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer followed the procedure to load a new cartridge and had not previously reported similar alarms with this pump. Technical support confirmed the cartridge alarm, instructed the customer on storage mode, and advised on necessary steps for handling the replacement pump, which was sent to the customer. The problematic pump was to be returned using a pre-paid label provided by technical support.